Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn¿t find other complaints regarding the lot number 8996648. In october one sealed sample was received. A silicone catheter was packaged on a retail box with the corresponding labelling. No issue was observed about this sample received. Labelling of the retail box corresponding to the labelling on the primary packaging and to the sample inside. Lot number on the valve although corresponding to the documentary investigation. No issue or defect was observed, it was noted that retail box was opened before received. However, there is an error in the catalog for the reference ha61, as it is mention that the volume of the balloon is 15 ml instead of 10 ml. Following this complaint documents for healthcare professionals has been corrected to avoid this kind of issue in the future. A similar case study was performed based on same item number ha6118, same defect catheter migration over last four years: no similar case was found.

Event description:
According to the available information the balloon has a volume of 10ml instead of 15ml; therefore, the balloon migrated and became stuck in the urethra. This occurred twice in a row on the same patient with different catheters.

Event description:
According to the available information the balloon has a volume of 10ml instead of 15ml; therefore, the balloon migrated and became stuck in the urethra. This occurred twice in a row on the same patient with different catheters.